Manufacturer narrative:
(B)(4). This event was reported in the (B)(4) study status report for PMA p040047, 9/16/2011. The physician determined that the urinary retention was mild and was definitely related to the coaptite. The device history record for the reported lot number was reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.

Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt has had one previous coaptite treatment. The pt has had one prior surgery for incontinence. On (B)(6) 2011, the pt was injected with 2.0ml of coaptite. On (B)(6) 2011, the physician observed that the pt had urinary retention and a foley catheter was placed. On (B)(6) 2011, the urinary retention was resolved.